Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. An additional cause of the peritonitis was reported to be ¿probably also due to the patient¿s diet¿ (no further detail was provided). On an unreported date, the patient began treatment for the peritonitis with an unspecified drug infusion (dose, route and frequency not reported) and unspecified drugs (intraperitoneally, added into the patient¿s dianeal, doses and frequencies were not reported). It was not reported if the patient was hospitalized for the event. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.